Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing with a test multifunction cable without duplicating the report. The multifunction cable connector and monitor board were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.